Manufacturer narrative:
The initial report had the incorrect information. The correct information has been provided with this report. (B)(4).

Event description:
The customer's blood glucose level of 180mg/dl and symptom such as inability to stand both were occurred on another incident which is (B)(6) 2020.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2020 with blood glucose of under 20 mg/dl at the time of the incident. The customer was at 180 mg/dl a short while before they went low. The customer was given intravenous glucose to treat. The customer experienced symptoms such as inability to stand. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the time on the pump was found to be set incorrectly. The customer received emergency medical assistance on (B)(6) 2020 for the same issue. The insulin pump will not be returned for analysis.